Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 06/03/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was experiencing instability. Upon revision the patient was found to have a greater trochanter fracture which was contributing to the patient's instability. At this time there is no new information that would change the existing MDR decision

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable.

Event description:
Patient was revised to address pain, poly wear, osteolysis and femoral stem loosening. Loosening was noted at the stem to cement interface. Competitor cement was used.

Manufacturer narrative:
Patient was revised to address pain, poly wear, osteolysis and femoral stem loosening. Loosening was noted at the stem to cement interface. Competitor cement was used. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Medical records and xrays were reviewed. The investigation can draw no conclusion with the information provided. Based on the inability to determine a root cause, the need for corrective action has not been identified.